Event description:
Device malfunction: stent came off the stent delivery system. Time of malfunction: during procedure. Symptoms/ae: unintended site. It was reported that the stent came off the stent delivery system after a back and forth motion of the guide wire by the physician. It is not known where the stent is currently located. The target vessel was the sfa (off label). No additional info available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.